Event description:
It was reported that the patient had difficulty charging the ipg and was experiencing inadequate pain relief. The patient underwent a revision procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 142030/a42282.

Event description:
It was reported that the patient had difficulty charging the ipg and was experiencing inadequate pain relief. The patient underwent a revision procedure and was doing well postoperatively.